Event description:
It is reported that the hcp fired the first staples while using them on the patient, but it failed to fire from the second. There was no reported injury.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It is reported that the hcp fired the first staples while using them on the patient but it failed to fire from the second. There was no reported injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. A dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples fired. Multiple attempts were made, but still no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. It could not be determined what exactly caused the staples to misalign. An nc has been opened to further investigate this issue with the 528135 visistat staplers. A device history review was performed based on two potential lots that were identified through sales history. The potential lots are 73b2200424 and 73b2200687. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from properly forming and/or firing. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.